Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Catalog number 2k8017 was incapable of resucitating a patient today according to quality director of anesthesiai don't know if their was any patient harm. Customer won't release the affected product. Additional information received on 23june2014 from (B)(4): customer stated that she was not present during the actual incident, but she has the resuscitation bag in possession and could not release it at this time.  She stated she will send pictures. When asked of the actual defect, customer stated that she believed that the small white ring within the back of the back seems to be misplaced. She stated that quality director of anesthesia (B)(4) may have further information. Additional information received from contact (B)(4) on (B)(4) 2014: I know that pam can share how the equipment was found, but we cannot disclose any details around the patient information or care delivered. Also, pam is out of the office currently.

Manufacturer narrative:
(B)(4). Investigation results: one open sample was received for evaluation. It was observed that the lg seal holder w/thread is broken. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. A two year complaint trend was performed and it was observed that no similar complaints have been reported. A review of the manufacturing process was also performed and no issues relating to the reported condition was observed-manufacturing personnel are performing operations per internal procedure. Product code 2k8017 is 100% tested by pressure, exhalation and inhalation functions by production personnel. In addition, quality personnel perform a sampling of the same functional tests before releasing this product. Our molding process was reviewed and no issues were observed regarding deformations, the bag is being produced in accordance with the applicable manufacturing procedure. No issues were found with the materials or design of this product code. Based on the investigation, it is not possible to determine a root cause since there is no evidence that the broken piece occurred during the manufacturing process. This may have occurred outside the manufacturing process. Carefusion will continue to monitor and trend this issue.

Event description:
Additional information received from (B)(6) 16july2014 : the defect is that the small white ring was cracked off (the piece that was inside the blue bag). It is my understanding this meant the ring was not in the appropriate place on the bag. Hi (B)(6), below is further information from the nmgr from the area the event occurred. 'The only thing that we did to get to the workings of the ambu bag was to unscrew the white tubing. We did not cut the bag or alter the pieces at all - they are as we found them. '